Manufacturer narrative:
This report is submitted on october 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent revision surgery to reposition the reciever/stimulator on (B)(6) 2018.